Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/10/2025, it was reported by a facility representative via (B)(4) that (qty. (B)(4)) of an ar-6480 dw arthroscopy pumps experienced malfunctions. Sn: (B)(6) displayed a fault code 12 for a pressure fault and sn: (B)(6) run button did not work. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear.

Manufacturer narrative:
Corrected info: d9. Additional information: g3, h3, h6. After inspection of the ar-6480dw, arthroscopy pump, the complaint is not confirmed. Unable to replicate the pressure fault error. However, the motors grinding was confirmed with the noise. Physical damage found to the top and bottom cover, bezel, lcd touch screen, pushbutton switch, both door covers and the serial label. Software version is at v1.8 rev 22, unit is missing qty 4 power cords and 4 rubber bumpers. The cause of the reported failure is due to worn motors. The manufacture date is 06/05/2017. See vendor evaluation